Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion" according to the customer: "medication programmed to run in 30 minutes, infused in 07 minutes."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the device has undergone an operational history review of the date of 06/09/2022, according to received information as the date of occurrence. It was found that there was no programming for that date on the device. In view of this, a search was carried out in the operational history by the volume and infusion time indicated in the documents of this claim. It was verified to be a volume of 57 ml scheduled infusion over a period of 30 minutes on the date of (B)(6) 2022. According to history, the user stopped at 12:27:52 the infusion began at 12:20 p.m. Duration of the infusion: 07min52s. Volume 14.92 ml infused. According to history, the infusion was stopped by the user after 07min52s of infusion. However, the user stated that the infusion ended in 7 minutes unintentionally. To check the functionality of the equipment we programmed a 57ml infusion simulation to take place in 30 minutes. A review of the total infusion volume was performed by a measuring cylinder that has been calibrated. No flow variation detected throughout the period of analysis, with correctly functioning devices, according to specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.